Event description:
It was reported that on an 840 ventilator, the tidal volume was out of specification. The tidal volume was lower than the setting volume. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and confirmed the reported condition as the exhalation flow sensor failed the cross check test. To address the issue, the service engineer replaced the exhalation flow sensor. The service engineer ran calibration and est (extended self-test) and the ventilator passed testing.